Event description:
Reporter noted thermal burn to clear cornea wound site occurred within first thirty seconds of phaco. Multiple sutures used to close wound. Prognosis reported as good.

Manufacturer narrative:
A co svc rep checked sys and found it met performance specifications. Customer was provided add'l info on possible causes of thermal injuries.